Event description:
It was reported that the customer had physical damage on the insulin pump. The customer stated there was a crack around the reservoir and in the housing. Customer's blood glucose level was 81 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, cracked reservoir tube, cracked battery tube threads, cracked display window corner and scratched lcd window.